Event description:
Three months after the pt's hospitalization, hosp received a letter from the pt stating he had numbness in his arm caused by the automatic blood pressure cuff used during the first day of his stay. There was no indication at the time or since that the bp cuff had malfunctioned but hosp is submitting this report as equipment was involved. The equipment has had preventative maintenance on schedule and was rechecked at the time the letter was received. Hosp has no other reports of pt injury before or after this event. Hosp is filing this in case the company has had other reports of equipment being involved in possible pt injury. The MFR has been notified of the event.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: telemetry failure, none or unknown, patient's condition - predisposed event. Conclusion: device evaluated and alleged failure could not be duplicated, none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device use continued with restrictions/limitations, inserviced by other facility staff. The device was not destroyed/disposed of.